Manufacturer narrative:
(B)(4). Per the clinic, the patient was treated with 4 rounds of antibiotics keflex, augmentin, cleocin and bactrim prior to the abutment removal. This report is filed august 16, 2016.

Manufacturer narrative:
This report is filed on august 12, 2016, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site. Cultures tested positive for (B)(6). Subsequently, the patient was treated with four rounds of oral antibiotics (date and duration not reported). The implanted device remains; however, the abutment was removed on (B)(6) 2016, to allow the site to heal. Clinical management of the patient is ongoing.